Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the reported supra-annular perforation (article patient) cannot be confirmed; however, it is likely to be related to the mechanism described above. In addition, other potential contributing patient factors as described in the article (narrow root configuration, heavy calcification in non-coronary sinus) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported in an article published by clinical research in cardiology, during a transapical tavr procedure, the valve appeared to push toward the normal sinus during deployment and the calcification perforated the aortic wall. The patient received an aortic root patch and remained alive at 887 days post-procedure. The patient¿s annulus measured 13mm in diameter by tee. There was severe calcification of the median or upper aspects of the aortic root. Heavy calcification was present in the non-coronary sinus, while the right and left sinuses were flat. The patient¿s ejection fraction (ef) was 81%. Per article, due to the narrowing root configuration, the valve appeared to push toward the normal sinus during deployment of the valve. As stated in the article, to reduce the frequency of aortic rupture, careful pre-procedural planning appears essential to avoid this serious and potentially deleterious complication.